Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 36 mg/dl. Reportedly, the customer was a new pump user and did not have the accurate settings adjusted yet. Juice and sugar was consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.